Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the stent component. The outer sheath was in a fully retracted position. The catheter was kinked approximately 240mm distal to the distal end of the t-bar connector. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid stenting treatment procedure, a stent migration occurred. The patient presented with an aneurysm located near the opening of the left external carotid artery. The left external carotid artery was severely tortuous and 8mm in diameter. The neck of the aneurysm was approximately 6mm in length. This 10x70 10fr wallgraft vascular stent was implanted in the internal and common carotid artery to block the blood flow to the external carotid artery. The stent fully expanded upon deployment; however, immediately after deployment the stent migrated towards the common carotid artery approximately 2cm causing it to not fully cover the opening of the external carotid artery. The stent is well apposed and secure in this location. The physician went on to implant three additional wallgraft vascular stents overlapping each other (8x30mm, 10x50mm, 10x70mm) in an attempt to block the blood flow to the aneurysm, all were well apposed against the vessel wall. The blood flow to the aneurysm was decreased, but not totally blocked. The procedure was completed at this point. No patient complications were reported and the patient's status is stable. The physician performed an angiography one week later and found that the blood flow of the left external carotid artery was decreased compared with the right, but still high.

Event description:
It was reported that during a carotid stenting treatment procedure, a stent migration occurred. The patient presented with an aneurysm located near the opening of the left external carotid artery. The left external carotid artery was severely tortuous and 8mm in diameter. The neck of the aneurysm was approximately 6mm in length. This 10x70 10fr wallgraft vascular stent was implanted in the internal and common carotid artery to block the blood flow to the external carotid artery. The stent fully expanded upon deployment; however, immediately after deployment the stent migrated towards the common carotid artery approximately 2cm causing it to not fully cover the opening of the external carotid artery. The stent is well apposed and secure in this location. The physician went on to implant three additional wallgraft vascular stents overlapping each other (8x30mm, 10x50mm, 10x70mm) in an attempt to block the blood flow to the aneurysm, all were well apposed against the vessel wall. The blood flow to the aneurysm was decreased, but not totally blocked. The procedure was completed at this point. No patient complications were reported and the patient's status is stable. The physician performed an angiography one week later and found that the blood flow of the left external carotid artery was decreased compared with the right, but still high.